Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#serial#: unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, g2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during surgery, the surgeon was unable to unscrew the header block of an ins. Since both ports of the ins were needed for therapy, the surgeon has opted to implant a new ins. The contributing factors were noted as "normal use". No diagnostics/troubleshooting were performed. The interventions/actions taken were noted as a replacement ins. The issue was resolved at the time of the report. It was reported that surgical intervention did not occur nor was it planned. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that this occurred during a revision surgery and the reason was for a lead replacement. It was clarified that the report "was unable to unscrew the header block" was referring to being unable to unscrew one of the setscrews. The ins was requested to be returned and was in the possession of the hcp.